Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) downed the device and opened the back case with the client¿s keys. The cables were reseated, and the latch that was loose was tightened. The case was then closed, and the keys were returned to the client. The fse logged on as care fusion support, opened the hardware test application, tested drawer 6.1, and verified that it was working properly. The application was exited, and the device was returned to the client. The client was able to log on and access drawer 6.1. The cubie map was functioning properly, and the client was able to access medication. There were no delays in workflow while the device was being serviced, as the client moved the needed medications to another drawer while the device was not working. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.